Manufacturer narrative:
The reported complaint of the autopulse platform (serial #(B)(4)) displayed user advisory "(ua)42" (force overload tripped) was confirmed during the initial functional test and archive data review. The root cause of the reported error message issue was due to a loose pca cable connection. It is undetermined how the connectivity of the pca cable became loose, hence; this is a rare occurence. To remedy the reported complaint, the pca cable was reconnected and reinstalled the software. There was no physical damage was observed on the returned autopulse platform during visual inspection. But, unrelated to the reported complaint, lcd backlight does not light up. The lcd backlight needs to be replaced to remedy this lcd issue. During archive data review, ua42 error message was observed on the event date. Thus, confirming the reported complaint. After service completion, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test battery until discharged without any fault or error. The ap platform passed all functional tests. Historical records were reviewed for service information related to the reported complaint and there were no previous history of complaint reported for autopulse platform with serial number (B)(4).

Event description:
During a manikin use, customer reported that the autopulse platform (serial #(B)(4)) was paused and restarted, then platform displayed user advisory "(ua) 42" (force overload tripped). No patient involvement.